Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device operator of device is unknown. PMA/510k initial reporter also sent report to FDA is unknown.

Event description:
It was reported that the device was presenting with primary audible alarm post. No patient injury was reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were missing or broken on the bottom case and plunger assembly. In addition, the top case, bottom case and right plunger case were cracked. Error code was found in the ehl (event history log). The customer reported problem was not duplicated during the investigation. Root cause of the reported event could not be determined as no physical or any other type of damage was found on the speaker. Replaced the speaker as preventive measure, performed preventive maintenance and all functional testing. A CAPA was created for primary audible alarm background test issue that is ongoing. The returned product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not required. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 4000.